Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion surgery due to narrowing of channel, spondylolisthesis and instability. Post-op, the implanted rods broke. Patient suffer from back pain and radicular pressure as a result of this event. Patient underwent revision surgery for the removal of broken rods.

Manufacturer narrative:
Product analysis results: visual inspection confirmed the rod has been broken in half. Microscopic examination of the fracture surface reveals fairly flat surface with fatigue lines emanating through the surface consistent with cyclic fatigue. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation dimensional check confirmed the rods were made to print. It appears the rods broke due to cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray image review results: post op x-rays for l3-s1 posterior fusion show bilateral rod fractures at l4-5. There is a paucity of bone in the interbody space suggesting fusion has not occurred with the implant in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is still having some pain after the latest revision surgery which was performed on (B)(6) 2019.